Event description:
It was reported that the patient presented remotely via a merlin@home transmission. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient is doing fine.